Event description:
The pt mentioned that they experienced symptoms of shakiness and dizziness and started to experience sharp pains in their legs. They tested their blood glucose and received a 140 mg/dl. Due to the sharp pains on their legs, they visited the ER. 11-20 minutes later they tested in the lab twice and the reading was 380 mg/dl. The physician increased their oral medication from 2x a day to 4x a day of actose. The pt was also given a painkiller for their legs. The pt was in the ER for two hours and released and diagnosis was hyperglycemia and neuropathy. The test strips the pt had been using were expired in 4/03. Using expired test strips can lead to a false high blood glucose readings (which is not what this pt received when compared to lab). The technique of applying blood on the test strips was correct. The pt receives their test strips from a national diabetic mail order company. They contacted their were in the mid 100's; however, does not recall exact readings, since they did not have the meter available. The pt takes a set amount of oral medication. They tested to obtain 140 mg/dl while having symptoms. The meter to lab comparison indicates inaccurate readings on the meter. This case is being reported as an adverse event, there is evidence of misuse, since the pt was using expired test strips, which lead to the serious injury.